Event description:
During the procedure, the gomco appeared to not hold tightly and came undone. There are two different sizes (1.3 and 1.45) of clamps and bells in the surgical tray that are supplied to the physician for the procedure. One of the bells had the size of 1.3 indicated on it and one had no identification on it; however, both of the bells appeared to be similar in size. The bell with no size indicated on it was used in the procedure. The foreskin was peeled down the shaft below the head, especially on the underside of the penis. A urology consult was made and the patient was discharged without an extension in the hospital stay.